Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was having issues with sensors. The customer reported that the one box of sensor was only damaged and when he was trying to insert them, he noticed that it was stuck inside the serter. Customer reported that the sensors were sticking out and after insertion. The customer reported blood glucose of 6.7 mmol/l at the time of incident. Troubleshooting was not performed at the time of call.